Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and unexplained high blood glucose of 550mg/dl. The caller stated that she experienced vomiting. Troubleshooting was performed. The customer's most recent glucose reading was 333mg/dl, and she has treated with a bolus. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to rung a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. Two days later the customer called back to perform the high pressure test and stated that she was unable to force the tubing into the tubing clamp. The caller also mentioned that she got no delivery alarm in the past, and she has gone very high before with no alerts from the insulin pump. The customer stated that she changes the infusion set every three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.